Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with a cardiac resynchronization therapy defibrillator system including this left ventricular (lv) lead presented to the healthcare facility to establish care. The health care professional found high capture thresholds and loss of capture on the lv lead. This lv lead remains in service. No adverse patient effects were reported.